Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient .

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient wanted to change programs, but was getting poor communication. The patient was using (B)(6) quantum batteries, and tried another set, but they still got poor communication. They did not know if the batteries were old or not. They confirmed that the antenna was secure and tried to sync with the implantable neurostimulator (ins) but the issue did not resolve. They noted that they would get some brand new alkaline batteries and, if that did not work, they would call back. They added that they had an appointment scheduled with their healthcare professional (hcp) on the afternoon of the report. On (B)(6) 2016, it was reported that they were still getting a poor communication message. They noted that they did not use an antenna. They placed the patient programmer (pp) directly over the ins, on the skin, and tried to sync with the ins, but the issue was not resolved. They tried removing the antenna and using the pp by itself, but were still getting a poor communication message on the pp screen. Powering the pp off and on did not resolve it, either. They added that they had not felt stimulation or gotten relief since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.